Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity had decreased from 7 to 2 years in approximately a year. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Additional information was received that this patient presented for a change out, where the device was not able to be interrogated and was expected to beyond end of life (eol). The device explanted and replaced. No adverse patient effects were reported.